Event description:
It was reported that removal difficulty occurred. A direxion hi-flo fathom-16 system was selected for use. During the procedure, the direxion pushed through base catheter, however, became stuck when trying to retract back into the base catheter. The direxion seems to be getting caught where the nitinol hypotube and yellow distal tip are glued together. Direxion will pull back into base catheter smoothly until that point makes contact with the distal tip of the base catheter. Seems as if the junction between hypotube and distal tip is too big to pull back into the base catheter then gets stuck. Once stuck, the direxion cannot be advanced forward either. The microcatheter and base catheter as one because the microcatheter was stuck and could not be retracted separately. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 04/01/2026 as the exact event date was not reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.